Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: during investigation, the pump booted to the verify screen with audible and vibratory features. A normal bolus and an audio bolus were performed successfully for the investigation and both were accurately recorded in the pump history. The pump information was then downloaded and the boluses were correctly reflected in the ezmanager download. The battery cap was not returned with the pump. A new test cap was able to tighten securely to the pump and was used to complete all testing. The history settings issue was unable to be duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that boluses were missing from the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.